Event description:
The customer reported the device is showing wrong results of measurement. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. No external damage or defects observed. The unit powered on and off using both battery and ac power but a 3 beep watchdog alarm triggers after boot up. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. A known good connectivity board was temporarily installed in customer's device and the device was able to power on and boot up as intended. Customer's connectivity board was placed back in and failure was present. The power supply board has an oscillating output voltage while the input voltage is within specification. Device triggers 3 beep watchdog alarm due to defective power supply board on connectivity board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device is showing wrong results of measurement. No patient impact or consequences were reported.